Event description:
It was reported that over 3 years post implantation of 2 xience v stents inside restenosed non-abbott stents in the distal to mid right coronary artery, the patient experienced increased angina and dyspnea with activity. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient underwent coronary artery bypass graft surgery, resolving the event. There was no adverse sequela reported and on (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) stent implanted in a restenosed lesion. There was no reported product deficiency. The reported patient effects of restenosis and angina are known observed and potential adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). It should be noted that IFU states that the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.